Event description:
It was reported to medtronic neurosurgery that the shunt was revised due to one of its components having been damaged. The report states that the patient has not shown any particular health problems as a result of the event.

Manufacturer narrative:
The returned valve component of the shunt was not patent due to proteinaceous debris within the valve. This precluded all other testing. It is unknown how or when this damage occurred. The IFU that accompanies the device cautions that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).